Event description:
Air in syringe IV tubing reported. In #2 of 2 incidences, the customer stated that "tubing used with syring--air infused repeatedly post cassette." The pt was receiving an unspecified dose of fentanyl per drip at a rate of 0.6cc/hr. Info rec'd from the representative states that an unspecified amount of air was building up in the IV tubing, and microbubbles were noted in the syringe when administering a fentanyl drip, but not when administering tpn or lipids. No negative outcome has been reported. The customer has initiated use of a vented syringe adapter to solve this problem. No further reports of this nature have been rec'd. Add'l info has been requested, but no further info has become available. If further info becomes available, it will be forwarded to the agency.